Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive product was selected for pulmonary vein isolation. Here was a hair that was wrapped around the shaft of a new faradrive as it was coming out of the sterile package. The product was immediately removed from the sterile field and replaced with a new faradrive. No patient complications were reported.